Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of an inappropriate shock. Review of stored device data noted a previous stored untreated episode due to oversensing of noise. Technical services (ts) discussed potential causes and troubleshooting options. The noise was able to be reproduced with palpation of the s-ICD in primary sensing vector. The sensing vector was then reprogrammed to secondary and no noise was able to be produced with palpation of the s-ICD or with patient isometrics. The sensing vector was left in secondary. Additional information was later received that oversensing of noise continued to be observed. The physician was concerned about a potential electrode fracture. Surgical intervention was undertaken. The electrode was explanted and replaced. The s-ICD remains in service. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of an inappropriate shock. Review of stored device data noted a previous stored untreated episode due to oversensing of noise. Technical services (ts) discussed potential causes and troubleshooting options. The noise was able to be reproduced with palpation of the s-ICD in primary sensing vector. The sensing vector was then reprogrammed to secondary and no noise was able to be produced with palpation of the s-ICD or with patient isometrics. The sensing vector was left in secondary. Additional information was later received that oversensing of noise continued to be observed. The physician was concerned about a potential electrode fracture. Surgical intervention was undertaken. The electrode was explanted and replaced. The s-ICD remains in service. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct fields: d4: model number and d4: catalog numberthe returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of an inappropriate shock. Review of stored device data noted a previous stored untreated episode due to oversensing of noise. Technical services (ts) discussed potential causes and troubleshooting options. The noise was able to be reproduced with palpation of the s-ICD in primary sensing vector. The sensing vector was then reprogrammed to secondary and no noise was able to be produced with palpation of the s-ICD or with patient isometrics. The sensing vector was left in secondary. Additional information was later received that oversensing of noise continued to be observed. The physician was concerned about a potential electrode fracture. Surgical intervention was undertaken. The electrode was explanted and replaced. The s-ICD remains in service. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.